Manufacturer narrative:
Per tandem user guide: residual insulin remaining in the cartridge is unusable. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. During system check with tandem technical support, customer reported reusing insulin from old cartridges when filling new cartridges. Customer changed pump supplies and successfully resumed insulin delivery. Customer's blood glucose was 334 mg/dl.